Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter email: (B)(6). Investigation summary: bd received one photo from the customer for investigation of sleeve leakage. The customer photo shows a device with a side-pierced sleeve and blood leakage in the holder of the device. Additionally, 10 retain samples were subjected to sleeve function testing using 10 tubes per needle. All the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint was confirmed based on customer photo provided. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The sleeve was not properly attached, and blood leaked from the device. No adverse impact was reported regarding the patient or user.